Event description:
Boston scientific received info from a clinical study that the pt with this subcutaneous implantable cardioverter (s-ICD) had several episodes where supraventricular tachycardia (svt) was oversensed and inappropriate shocks were delivered. The pt underwent an ablation procedure the following day and their medications were adjusted. No adverse pt effects were reported. The s-ICD remains implanted and in service.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
UDI = (B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Available information indicates the device remains in service.

Event description:
Boston scientific received information from a clinical study that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had several episodes where supraventricular tachycardia (svt) was oversensed and inappropriate shocks were delivered. The patient underwent an ablation procedure the following day and their medications were adjusted. No adverse patient effects were reported. The s-ICD remains implanted and in service. Boston scientific received additional information. Approximately five months later, the patient received several inappropriate shocks due to t-wave oversensing. Three treated episodes and one untreated episode were stored. It was noted the sensing configuration was reprogrammed from secondary to primary. No adverse patient effects were reported.